Event description:
It was reported that the zimmer air dermatome blade will not move. Additional clinical follow up with the hospital indicated that there was no report of harm, injury, delay, increased surgical time, or medical/surgical intervention.

Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 6 years old and has no repair history at zimmer surgical. Initial inspection revealed that the head of the device was damaged. The unit was observed to operate erratically when tested. It was also observed that the e-ring and needle bearing were no longer attached to the eccentric shaft. The head was observed to be damaged, as well as the threads stripped on the neck and locking nut. Prior to repair, the device was observed to be out of calibration on the right side at the zero, .01 and .02 thickness settings. The side to side calibration of the device was out at all thickness settings. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.